Event description:
This report concerns porex medical group's manifolds that were supplied for incorpration into IV administration sets produced by the finished device manufacturer, abbott labs. Seventeen incidents of separation of the manifold from the IV tubing reportedly occurred. There were no reported injuries associated with any of these events. There is no evidence that the porex manifold caused or contributed to these events, but because porex also markets manifolds as finished devices, the company is submitting this report in the spirit of complying with the MDR regulation.